Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. Lead trend data shows p-wave amplitudes of 0.25mv or less throughout the record. (B)(4).

Event description:
It was reported that the atrial lead did not recognize atrial fibrillation (af) due to undersensing. The lead was programmed off. No patient complications have been reported as a result of this event.